Event description:
During the therapeutic implant of a vaxcel chest port in a male pt (age unk) the peel away sheath tore off at one of the tabs, and did not stay attached to the rest of the sheath. The physician then obtained forceps and used the forceps to hold onto one side of the sheath while he pulled apart the other handle. The complainant reported that there were no adverse affect on the pt as result of the reproted problem.